Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of not starting and not charging was confirmed. On 21-mar-2025, pcu was received unboxed and with paperwork. Pcu fails to power on when power button is pushed. Unit failed to complete boot-up sequence due to corrupt logic board software or corrupt cf card software. Faulty a/c line filter. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed a/c line filter. Failure investigation report attached to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device is not starting and not charging. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device is not starting and not charging. There was no patient involvement.